Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. The sutures of two prostyle devices were successfully pre-placed. During suture management in preparation for the procedure, the knots were outside the patient's body. The knots were attempted to move under the skin; however, they would not slide. The sheath was upsized to 24f, and the aaa procedure was completed. Reportedly, post procedure, the knots would not slide down/move to the arteriotomy. A third prostyle was deployed with the same result. It was noted during a surgical cutdown that the sutures were deployed in the fatty tissue. Vessel damage was noted. Surgical suturing repaired the artery and achieved hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effect of vascular injury is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. The reported suture malposition and knot advancement issue appear to be related to challenging anatomical conditions. The unexpected medical intervention and unspecified tissue injury appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.